Event description:
Customer reported that a leukemia patient experienced nausea and fever after being transfused with a third single donor platelet unit. The three platelet units were transfused between 6:20 and 8:30 in 04/2002. The third unit was provided to the hospital by the reporting customer. The origin and manufacturer of the other two platelet units was not provided by the reporting customer. The patient's temperature prior to the transfusion was 99.4 and after the transfusion 99.3. Per the reporting customer, the hospital's report stated that five hours after the transfusion of the third platelet, the patient experienced a fever of 103.9 f. Timentin (3.1g) was given via i.v. The following day. The patient received a red cell transfusion with a reaction. No details of reaction noted, just that the transfusion of red cells was stopped. The patient expired. Investigation from the hospital: the hospital cultured the patient's blood and the platelet bag. A bacillus strain of gram positive rods was identified. It is not known by the collection facility, if the other platelet products or the red cell product was cultured. Investigation from the reporting facility: the reporting facility cultured a sample from the retention tube from the donation, with no growth noted on day 14. The donor is a healthy repeat donor. A follow up call to the donor was performed by the facility. The donor stated they felt good before and after the donation. The donation date was in 2002. There was no issue noted during the venipuncture or donation procedure. Blood, urine and stool samples taken from the donor, as part of the collection facility's investigation. All tests performed on the donor were negative. The collection facility contact mentioned that it is not known if the transfusions were administered through a catheter. If the platelet product was transfused through a catheter, it was not reported by the transfusion site if the catheter was sampled for culture.